Event description:
Customer reported to beckman coulter, inc. (Bec) that after doing twice weekly maintenance on the synchron lxi 725 clinical system, carbon dioxide (co2) failed with a dac (detection and correction) initialization error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the co2 membrane was installed backwards by the customer causing fluid leaks. The fse found the flowcell was dirty at the co2 acid port to the membrane. The fse cleaned the flowcell with bleach directly into flowcell port and replaced the co2 membrane. The fse trained the technician on how to replace membrane properly. The fse also performed preventive maintenance.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).